Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced chronic moderate aortic insufficiency (ai). The aortic insufficiency (ai) was not considered device related. The event was treated by admission with IV fluids and holding diuretics. The patient was post discharged and visited clinic feeling well and all issues were resolved.

Event description:
It was reported the patient experienced chronic moderate aortic insufficiency (ai). The aortic insufficiency (ai) was not considered device related. The patient was admitted and treatment during admission consisted of IV fluids and holding diuretics. The patient was post discharged and visited clinic feeling well and all issues were resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion:a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time.the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.the current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow.no further information was provided. The manufacturer is closing the file on this event.